Manufacturer narrative:
The product was returned for evaluation however the visual inspection did not confirmed that the radiopaque string was missing. Without a representative sample from the field of the failure this issue cannot be confirmed. The device history record (DHR) for lot 17b201062 indicates that there were no defects found in 80 samples inspected from the lot. Based on the information provided the complaint cannot be verified. The exact root cause of the reported condition could not be determined without the actual complaint sample to examine as the representative sample did not confirm the reported condition. The most likely root cause is that the reported event occurred during the manufacturing process. It¿s possible that the machine did not allow enough pressure to be applied to the element to bond it to the gauze. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. No complaint trend exists, therefore, no corrective action is required at this time. This information will be utilized for trending purposes to determine the need for corrective actions. An existing formal investigation action is not being taken to address this reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 06/30/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states two 4x8 raytec sponges in bundle did not have radiopaque indicator.